Manufacturer narrative:
If additional information is received, a supplemental report will be filed at that time.

Event description:
It was reported that this right ventricular (rv) lead exhibited high rv output and no capture when reprogramming was performed. It was noted that the respiratory rate increased. The patients family noted that the patient was previously overseas and had gotten inappropriate shocks. The family discussed a lead dislodgement and that a lead revision would be performed in the next couple of days. The nurse was going to consult with the cardiologist. Technical services advised to forward any additional information the field representative might receive. At this time, the rv lead remains in service. No adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead exhibited high rv output and no capture when reprogramming was performed. It was noted that the respiratory rate increased. The patients family noted that the patient was previously overseas and had gotten inappropriate shocks. The family discussed a lead dislodgement and that a lead revision would be performed in the next coupld of days. The nurse was going to consult with the cardiologist. Technical services advised to forward any additional information the field representative might receive. At this time, the rv lead remains in service. No adverse patient effects were reported. Additional information was received that this right ventricular (rv) lead was explanted and replaced. The new rv lead remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
If additional information is received, a supplemental report will be filed at that time.